Event description:
It was reported that during a device change-out, an issue with the outer insulation was observed. The physician opted to repair the lead with medical adhesive and leave it implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.